Manufacturer narrative:
Additional information: section d added unique identifier (UDI) #. Section d added lot#, serial # & exp date. Section h added manufacture date. Device evaluation: the iab was returned with the membrane inside the three retainer tubes and traces of blood on the exterior of the catheter. All three retainer tubes were removed from the membrane. The membrane was found loosely folded and no damage was found on the membrane. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The reported lot was found to have expired shelf life. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported lot (2856) was found to have an expired expiration date of 30nov2015, which is five years after the shelf life of the date of the event. Per instructions for use inspect all components prior to use. The potential cause of the kink found could be contributed by the expired shelf life. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing. There was no reported injury to the patient.